Manufacturer narrative:
Visual inspection confirms that the tip of the driver is fractured. This failure is due to unintended use of the device. The driver is meant to drive set screws with expected torque values. This driver was used to remove hardware which is the opposite direction of expected loads and can result in forces greater than those in which the instrument is designed for. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: "when adequate distraction is attained, use the t27 set screw driver to tighten the set screw and maintain distraction." Warnings: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components.

Event description:
It was reported the tip of the driver broke off while trying to remove previously implanted hardware. The tip was recovered and disposed of at the hospital.